Event description:
It was reported that a patient was revised approximately four years and three months post implantation due to instability. The surgeon said that the patient told him she fell approximately one and a half years ago. Upon clinical evaluation the patient was unstable. There is no additional information available.

Manufacturer narrative:
(B)(4). Concomitant medical products: tibia cemented 5 degree stemmed left size d item# 42532006701 lot# 63689351. Articular surface fixed bearing (ps) left 10 mm height item# 42512400510 lot# 62949531 all poly patella cemented 29 mm diameter item# 42540000029 lot# 63773220. Femur cemented (ps) narrow left size 9 item# 42500006601 lot# 62144306. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. Visual examination of the provided pictures identified signs of use and wear can be seen on both base and post. No further evaluation can be performed based on the provided picture. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.